Event description:
A 5mm gyrus was not working properly during a procedure. Device would not close and lock properly while in use. In addition, device would make sound like it was in used when the surgeon was not activating it. Date of use: (B)(6) 2013. Reason for use: laparoscopic robotic total hysterectomy.